Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), abdominal pain ('abdominal pain'), menorrhagia ('unusually heavy menstrual periods / menorrhagia') and vaginal haemorrhage ('irregular vaginal bleeding') in an adult female patient who had essure (batch no. A90480, 50707096) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug dependence, drug abuse, endometriosis, muscle spasm, uterine bleeding, metrorrhagia, pain in limb, thrombosis, pelvic peritoneal adhesions, depression, acute lumbago, anxiety disorder, obsessive-compulsive disorder, insomnia, vertebral foraminal stenosis and parity (2004,2005). Previously administered products included for an unreported indication: zantac. Concurrent conditions included vitamin d deficiency, cervicalgia, excessive menstruation, numbness, anxiety, gerd, sinusitis, nausea, sore throat, fever, cough, congestion nasal, tobacco abuse, eczema, vaginal yeast infection, abdominal pain, schmorl's nodes, dysmenorrhea, dyspareunia, low back pain, migraine, hair loss, sinusitis, fatigue, lumbago, cervicalgia, post-traumatic stress disorder, blurred vision and tingling sensation. Concomitant products included omeprazole magnesium (prilosec). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage ("irregular uterine bleeding"), autoimmune disorder ("autoimmune-like symptoms") with arthralgia, alopecia and fatigue, abdominal pain lower ("lower abdominal cramping"), back pain ("back pain"), headache ("headaches"), nausea ("nausea"), migraine ("migraines") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with surgery (B)(6) 2014 she underwent a hysteroscopy, dilation and curettage and novasure ablation and she required an additional surgical procedure to remove essure). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation, abdominal pain, menorrhagia, uterine haemorrhage, back pain, headache, nausea, migraine and hypersensitivity outcome was unknown and the autoimmune disorder had not resolved. The reporter considered abdominal pain, abdominal pain lower, autoimmune disorder, back pain, device dislocation, headache, hypersensitivity, menorrhagia, migraine, nausea, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: there were 3 coils noted on the left side and 4 coils on right side. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen - on (B)(6) 2016: 5cm follicle of the right ovary. Otherwise, unremarkable pelvic ultrasound examination. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , hair loss, fatigue ,lumbago,menorrhagia,vaginal bleeding ,headache, back pain. Lot number:50707096 manufacture date: 2012/12 expiration date:2015/12. Lot number:a90480 manufacture date: 2013/01 expiration date:2016/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received: events migraines, hypersensitivity were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), uterine haemorrhage ('irregular uterine bleeding'), menorrhagia ('unusually heavy menstrual periods / menorrhagia'), autoimmune disorder ('autoimmune-like symptoms') and vaginal haemorrhage ('irregular vaginal bleeding') in an adult female patient who had essure (batch no. A90480, 50707096) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug dependence, drug abuse, endometriosis, muscle spasm, uterine bleeding, metrorrhagia, pain in limb, thrombosis, pelvic peritoneal adhesions, depression, acute lumbago and anxiety disorder. Previously administered products included for an unreported indication: zantac. Concurrent conditions included vitamin d deficiency, cervicalgia, excessive menstruation, numbness, anxiety, gerd, sinusitis, nausea, sore throat, fever, cough, congestion nasal, tobacco abuse, eczema, vaginal yeast infection, abdominal pain, schmorl's nodes, dysmenorrhea, dyspareunia, low back pain, migraine, hair loss, sinusitis, fatigue, lumbago, cervicalgia and post-traumatic stress disorder. Concomitant products included omeprazole magnesium (prilosec). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) with arthralgia, alopecia and fatigue, abdominal pain lower ("lower abdominal cramping"), vaginal haemorrhage (seriousness criteria medically significant and intervention required), back pain ("back pain"), headache ("headaches") and nausea ("nausea"). The patient was treated with surgery (B)(6) 2014 she underwent a hysteroscopy, dilation and curettage and novasure ablation and she required an additional surgical procedure to remove essure). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain, uterine haemorrhage, menorrhagia, back pain, headache and nausea outcome was unknown and the autoimmune disorder had not resolved. The reporter considered abdominal pain, abdominal pain lower, autoimmune disorder, back pain, headache, menorrhagia, nausea, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: there were 3 coils noted on the left side and 4 coils on right side. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen - on (B)(6) 2016: 5cm follicle of the right ovary. Otherwise, unremarkable pelvic ultrasound examination. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , hair loss, fatigue ,lumbago,menorrhagia,vaginal bleeding ,headache, back pain. Most recent follow-up information incorporated above includes: on 11-dec-2019: mr received-fu 12, fu 13, fu14, fu15 proceeded together. Lot number was added. No new clinical information. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), abdominal pain ('abdominal pain'), heavy menstrual bleeding ('unusually heavy menstrual periods / menorrhagia') and vaginal haemorrhage ('irregular vaginal bleeding') in an adult female patient who had essure (batch no. A90480, 50707096) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug dependence, drug abuse, endometriosis, muscle spasm, abnormal uterine bleeding, metrorrhagia, pain in limb, thrombosis, pelvic peritoneal adhesions, depression, acute lumbago, anxiety disorder, obsessive-compulsive disorder, insomnia, vertebral foraminal stenosis, parity (2004,2005), sinus congestion, rash and ringworm nos. Previously administered products included for an unreported indication: zantac. Concurrent conditions included vitamin d deficiency, cervicalgia, excessive menstruation, numbness, anxiety, gerd, sinusitis, nausea, sore throat, fever, cough, congestion nasal, tobacco abuse, eczema, vaginal yeast infection, abdominal pain, schmorl's nodes, dysmenorrhea, dyspareunia, low back pain, migraine, hair loss, sinusitis, fatigue, lumbago, cervicalgia, post-traumatic stress disorder, blurred vision, tingling sensation and menometrorrhagia. Concomitant products included omeprazole magnesium (prilosec). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage ("irregular uterine bleeding"), autoimmune disorder ("autoimmune-like symptoms") with arthralgia, alopecia and fatigue, abdominal pain lower ("lower abdominal cramping"), back pain ("back pain"), headache ("headaches"), nausea ("nausea"), migraine ("migraines") and hypersensitivity ("hypersensitivity symptoms"). The patient was treated with surgery ((B)(6) 2014 she underwent a hysteroscopy, dilation and curettage and novasure ablation, bilateral salpingectomies and she required an additional surgical procedure to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, abdominal pain, heavy menstrual bleeding, uterine haemorrhage, back pain, headache, nausea, migraine and hypersensitivity outcome was unknown and the autoimmune disorder had not resolved. The reporter considered abdominal pain, abdominal pain lower, autoimmune disorder, back pain, device dislocation, headache, heavy menstrual bleeding, hypersensitivity, migraine, nausea, uterine haemorrhage and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: there were 3 coils noted on the left side and 4 coils on right side. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen - on (B)(6) 2016: 5cm follicle of the right ovary. Otherwise, unremarkable pelvic ultrasound examination. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , hair loss, fatigue ,lumbago,menorrhagia,vaginal bleeding ,headache, back pain. Lot number:50707096, manufacture date: 2012/12, expiration date:2015/12. Lot number:a90480, manufacture date: 2013/01, expiration date:2016/01 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, explant date, surgery type and other relevant historyadded. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), menorrhagia ('unusually heavy menstrual periods / menorrhagia') and vaginal haemorrhage ('irregular vaginal bleeding') in an adult female patient who had essure (batch no. A90480, 50707096) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug dependence, drug abuse, endometriosis, muscle spasm, uterine bleeding, metrorrhagia, pain in limb, thrombosis, pelvic peritoneal adhesions, depression, acute lumbago, anxiety disorder, obsessive-compulsive disorder, insomnia, vertebral foraminal stenosis and parity (2004,2005). Previously administered products included for an unreported indication: zantac. Concurrent conditions included vitamin d deficiency, cervicalgia, excessive menstruation, numbness, anxiety, gerd, sinusitis, nausea, sore throat, fever, cough, congestion nasal, tobacco abuse, eczema, vaginal yeast infection, abdominal pain, schmorl's nodes, dysmenorrhea, dyspareunia, low back pain, migraine, hair loss, sinusitis, fatigue, lumbago, cervicalgia, post-traumatic stress disorder, blurred vision and tingling sensation. Concomitant products included omeprazole magnesium (prilosec). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage ("irregular uterine bleeding"), autoimmune disorder ("autoimmune-like symptoms") with arthralgia, alopecia and fatigue, abdominal pain lower ("lower abdominal cramping"), back pain ("back pain"), headache ("headaches") and nausea ("nausea"). The patient was treated with surgery (B)(6) 2014 she underwent a hysteroscopy, dilation and curettage and novasure ablation and she required an additional surgical procedure to remove essure). Essure was removed in (B)(6) of 2016. At the time of the report, the abdominal pain, menorrhagia, uterine haemorrhage, back pain, headache and nausea outcome was unknown and the autoimmune disorder had not resolved. The reporter considered abdominal pain, abdominal pain lower, autoimmune disorder, back pain, headache, menorrhagia, nausea, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: there were 3 coils noted on the left side and 4 coils on right side. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen - on (B)(6) 2016: 5cm follicle of the right ovary. Otherwise, unremarkable pelvic ultrasound examination. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , hair loss, fatigue ,lumbago,menorrhagia,vaginal bleeding ,headache, back pain. Lot number:50707096 manufacture date: 2012/12 expiration date:2015/12 . Lot number:a90480 manufacture date: 2013/01 expiration date:2016/01 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 9-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced abdominal pain, irregular uterine bleeding, unusually heavy menstrual periods / menorrhagia, and autoimmune-like symptoms. All these events but autoimmune-like symptoms are anticipated in the reference safety information for essure. Essure coils were removed approximately 3 years after insertion. Abdominal pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between the events abdominal pain, irregular uterine bleeding, unusually heavy menstrual periods / menorrhagia and suspect insert cannot be excluded. Essure is a method of local, mechanical action, being very unlikely its systemic influence (excluding an eventual allergic reaction to nickel and/or titanium).therefore, causality between this device and the event autoimmune-like symptoms was considered unrelated. This case was regarded as incident since intervention was required (hysteroscopy, dilation and curettage and novasure ablation; and also surgical removal of coils). Other nonserious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. No active follow-up is allowed and further information is expected only through litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), uterine haemorrhage ("irregular uterine bleeding"), menorrhagia ("unusually heavy menstrual periods / menorrhagia"), autoimmune disorder ("autoimmune-like symptoms") and vaginal haemorrhage ("irregular vaginal bleeding") in an adult female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), uterine haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and clinically significant/intervention required), autoimmune disorder (seriousness criterion medically significant) with arthralgia, alopecia and fatigue, abdominal pain lower ("lower abdominal cramping"), vaginal haemorrhage (seriousness criteria medically significant and clinically significant/intervention required), back pain ("back pain"), headache ("headaches") and nausea ("nausea"). The patient was treated with hysteroscopy, dilation and curettage and novasure ablation on ((B)(6) 2014) and another unspecified surgical procedure to have essure removed in (B)(6) 2016. At the time of the report, the abdominal pain, uterine haemorrhage, menorrhagia, back pain, headache and nausea outcome was unknown and the autoimmune disorder had not resolved and the abdominal pain lower and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, uterine haemorrhage, menorrhagia, autoimmune disorder, abdominal pain lower, vaginal haemorrhage, back pain, headache and nausea to be related to essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced abdominal pain, irregular uterine bleeding, unusually heavy menstrual periods / menorrhagia, and autoimmune-like symptoms. All these events but autoimmune-like symptoms are anticipated in the reference safety information for essure. Essure coils were removed approximately 3 years after insertion. Abdominal pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between the events abdominal pain, irregular uterine bleeding, unusually heavy menstrual periods / menorrhagia and suspect insert cannot be excluded. Essure is a method of local, mechanical action, being very unlikely its systemic influence (excluding an eventual allergic reaction to nickel and/or titanium).therefore, causality between this device and the event autoimmune-like symptoms was considered unrelated. This case was regarded as incident since intervention was required (hysteroscopy, dilation and curettage and novasure ablation; and also surgical removal of coils). Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.